Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11h01073. No exceptions were observed that were related to the reported condition. The complaint was confirmed. The cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in 2011, the patient made a mistake/touch contamination. On an unknown date in 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Outcome for patient made mistake/touch contamination was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.